Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and bleeding and alleged for difference between glucose level and blood glucose levels. The customer reported blood glucose value of 60 mg/dl. The event involved products mmt-1884g, mmt-7040a, unomedical and unk_reservoir. Troubleshooting was declined by the customer for low blood glucose. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 60 mg/dl and sensor glucose value was 232 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 172 mg/dl and it was beyond acceptable range. Customer was advised to monitor the product and change sensor if issue persists. No further patient complications were reported. No product return is required for mmt-1884g. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.